Event description:
Tthe manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused dizziness, fall and death. The patient's spouse did report to receive medical intervention and had surgery after the fall. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information received and section b5 has been updated as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer preiously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused dizziness, fall and death. The patient spouse did report to receive medical intervention and had surgery after the fall. The patient has died due to copd with breathing problems and heart attack. The major was breathing problems. Repeated attempts to have the device/ device information and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.